Manufacturer narrative:
(B)(4).

Event description:
The physician decided to move the device and atrial lead to the right side because the patient is right handed, due to the patient complaining of pain. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.